Event description:
The customer reported that the iabp was in use on a patient, the iabp generated a "maintenance required code #3" alarm (balloon transducer offset failure). Approximately one hour later, the iabp stopped pumping. The customer restarted the iabp, at which time the iabp generated an "auto fill failure" alarm and a "maintenance required code #1" alarm (atmospheric transducer offset failure). The patient was switched to another iabp and therapy was continued. The customer reported that the patient's systolic blood pressure dropped from 100 mmhg to approximately 40 or 50 mmhg. The patient felt chest pain. Noradrenaline was administered to the patient, and the patient recovered.

Manufacturer narrative:
The company representative evaluated the iabp and determined that the 30 psi pressure transducer (part number: (B)(4)) should be replaced; however, the customer decided not to have the repair performed. At this time, we are awaiting the customer's acceptance of the repair.